Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient cardiac arrest, low blood pressure, medication, unexpected medical intervention, and death appear to be related to operational context. In this case it is possible that the reported patient cardiac arrest, low blood pressure, medication, unexpected medical intervention, and death are a result of the patient¿s disease severity combined with use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated fields: g3, g6, h2, h6 (type of investigation, investigation findings, investigation. Conclusions) and h11. Corrected field: d4.

Event description:
It was reported that during orbital atherectomy procedure in proximal left anterior descending (lad) angulated and calcified lesion, a non-abbott wire was used to cross the lesion and smooth predilation was performed with 2.50 non-compliant balloon. Optical coherence tomography (oct) was performed to check the calcium length and lesion severity. Oct showed 360 degree calcium with the lesion from mid lad to proximal lad until left circumflex (lcx) artery. It was noted that the patient's concomitant condition included renal failure requiring dialysis. In addition, the right coronary artery (rca) was occluded, and had diffuse disease in left circumflex (lcx). In an attempt to perform a coronary orbital atherectomy system (coas) technique, a viperwire guidewire was used to cross with the diamondback 360 coronary orbital atherectomy device (oad) and crossed the lesion with glideassist. The procedure began with one treatment distal to proximal at low speed for less than 30 seconds. After 30 seconds wait time, second treatment was performed. After the second treatment, the hemodynamics of the patients were affected. The treatment was stopped because of no pressure displayed on screen, and when the heartbeat stopped, all devices were removed, and cardiopulmonary resuscitation (CPR) was performed. Attempts were made to recover the patient with adrenaline first and then by manual compressions, but the patient's heart stopped again after a few minutes. After the initial intervention , the patient recovered electrocardiogram (EKG) and pulse but subsequently went into cardiac arrest again. CPR was repeated again without any success. The physician confirmed patient's death. In the opinion of the physician, the primary cause of the death was cardiorespiratory arrest due to angioplasty, in addition to patient´s pre-existing unstable condition and hypotension during the atherectomy procedure together with the presence of the oad inside the artery. There were no angiographic complications observed during the procedure. Coronary artery bypass grafting (CABG) was considered as a revascularization option prior to percutaneous coronary intervention (pci) procedure, but was rejected by surgical team in the hospital, and it was decided to perform pci. The patient was admitted to the hospital due to angina and had renal disease requiring chronic dialysis. The rationale for selecting for pci was due to patient's comorbidities, and the rejection for CABG. The patient had end-stage renal disease requiring chronic dialysis, which may have significantly influenced the treatment decision.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during orbital atherectomy procedure in proximal left anterior descending (lad) angulated and calcified lesion, a non-abbott wire was used to cross the lesion and smooth predilation was performed with 2.50 non-compliant balloon. Optical coherence tomography (oct) was performed to check the calcium length and lesion severity. Oct showed 360 degree calcium with the lesion from mid lad to proximal lad until left circumflex (lcx) artery. It was noted that the patient's concomitant condition included renal failure requiring dialysis. In addition, the right coronary artery (rca) was occluded, and had diffuse disease in left circumflex (lcx). In an attempt to perform a coronary orbital atherectomy system (coas) technique, a viperwire guidewire was used to cross with the diamondback 360 coronary orbital atherectomy device (oad) and crossed the lesion with glideassist. The procedure began with one treatment distal to proximal at low speed for less than 30 seconds. After 30 seconds wait time, second treatment was performed. After the second treatment, the hemodynamics of the patients were affected. The treatment was stopped because of no pressure displayed on screen, and when the heartbeat stopped, all devices were removed, and cardiopulmonary resuscitation (CPR) was performed. Attempts were made to recover the patient with adrenaline first and then by manual compressions, but the patient's heart stopped again after a few minutes. After the initial intervention, the patient recovered electrocardiogram (EKG) and pulse but subsequently went into cardiac arrest again. CPR was repeated again without any success. The physician confirmed patient's death. In the opinion of the physician, the primary cause of the death was cardiorespiratory arrest due to angioplasty, in addition to patient´s pre-existing unstable condition and hypotension during the atherectomy procedure together with the presence of the oad inside the artery. It was noted there were no angiographic complications observed during the procedure. Coronary artery bypass grafting (CABG) was considered as a revascularization option prior to percutaneous coronary intervention (pci) procedure, but was rejected by surgical team in the hospital, and it was decided to perform pci. The patient was admitted to the hospital due to angina and had renal disease requiring chronic dialysis. The rationale for selecting for pci was due to patient's comorbidities, and the rejection for CABG. The patient had end-stage renal disease requiring chronic dialysis, which may have significantly influenced the treatment decision.